Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient had infection after being admitted to the hospital. The patient's implantable cardioverter defibrillator, right atrial lead and the right ventricular lead were explanted due to the infection on (B)(6) 2026. The patient was stable throughout the procedure. New information received notes that shortness of breath was noted.

Manufacturer narrative:
Correction: b5: field should reflect explant date of (B)(6) 2026.

Event description:
It was reported that the patient had infection. The patient's implantable cardioverter defibrillator, right atrial lead and the right ventricular lead were explanted due to the infection. The patient was stable throughout the procedure.